Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped and hit ground, and caller could not safely lift screen protector to check damage. There was no reported adverse impact to the customer¿s blood glucose level because caller declined to provide this information. Customer was unable to interact with pump and reverted to injections, and technical support arranged pump replacement even though pump was out of warranty, with no additional information received regarding final outcome.